Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.1-10.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 38.2-38.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to high capture threshold and increased pacing lead impedance. Externalized conductors were noted. The patient was in good condition following the procedure.